Event description:
It was reported that during the implant procedure, the patient experienced a ventricular fibrillation (vf) episode when the catheter slipped into the right ventricle (rv). The patient was treated by an external shock. The catheter was disposed of after use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.